Event description:
The reporter states that the surface of the cannula is very rough at some places. The reporter confirmed this was discovered prior to pt use.

Manufacturer narrative:
Conclusion not yet available, investigation in progress.